Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A pocket revision was performed due to hematoma. At pocket revision, it was discovered that the leads had not been sewed down during the original implant procedure, and the leads had pulled back/ dislodged. Slack was added to the leads and they were tied down. Leads and device remain implanted. Should additional information become available, this file will be updated.